Event description:
On (B) (6) 2010, the lay pt contacted lifescan (lfs) alleging that his one touch ultra smart meter read inaccurately high. The medical surveillance specialist (mss) classified the complaint based on the customer service representative (csr) documentation. The pt told the csr was not able to recall his specific readings on the subject meter. However, he provided info that starting in (B) (6) [2009] he rec'd erratic readings above 200 and he took novolog insulin depending on the meter readings. The pt stated he developed shakes after the issue occurred, but he did not recall specific occurrence date(s) or time(s). Since the pt denied having control solution, the csr was unable to walk the pt through performing a control solution test. The pt's product was replaced. This complaint is reported because the pt alleges that the lfs product read inaccurately high, he took insulin based on the meter readings and he became shaky, which is suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.